Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that they noticed a shadow when they fluoro. No patient injury was reported with failure.